Event description:
Type of procedure: laparo scopic gastrectomy. Event description: [medical facility] there were no clip loaded issues with 5 clip appliers during a surgery. The complaint files are individually created for each event unit. The following complaints occured during the same surgery. Complaint 1 of 5: #(B)(4). Complaint 2 of 5: #(B)(4). Complaint 3 of 5: #(B)(4). Complaint 4 of 5: #(B)(4). Complaint 5 of 5: #(B)(4). "The surgeon used ca500 during the surgery. He fired a clip, but clip failed to be fired. He kept firing, but clip was not fired. The device was replaced with the new device. But, the new device had the same problem with clip firing. The new device was replaced with another new device. The same problem occured with five units in a row in this surgery. (Two units from lot# 1482645 and three units from lot# 1475581 were used.) The surgeon decided to stop using applied clip applier. I'd like to request for the investiagion on the root cause of these incidents and for the product replacement." Product is available for return. Patient status: there was no problem with the patient. Intervention: the case was completed with the new device.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #1475581, was included in the recall.

Event description:
Type of procedure: laparo scopic gastrectomy event description: [medical facility] there were no clip loaded issues with 5 clip appliers during a surgery. The complaint files are individually created for each event unit. The following complaints occured during the same surgery. Complaint 1 of 5: (B)(4). Complaint 2 of 5: (B)(4). Complaint 3 of 5: (B)(4). Complaint 4 of 5: #(B)(4). Complaint 5 of 5: (B)(4). "The surgeon used ca500 during the surgery. He fired a clip, but clip failed to be fired. He kept firing, but clip was not fired. The device was replaced with the new device. But, the new device had the same problem with clip firing. The new device was replaced with another new device. The same problem occured with five units in a row in this surgery. (Two units from lot# 1482645 and three units from lot# 1475581 were used.) The surgeon decided to stop using applied clip applier. I'd like to request for the investiagion on the root cause of these incidents and for the product replacement." Product is available for return. Patient status: there was no problem with the patient. Intervention: the case was completed with the new device.

Manufacturer narrative:
On january 26, 2024, applied medical issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, (B)(4)., was included in the recall.